Event description:
It was reported that during a benign prostatic hyperplasia surgical procedure while the patient was under anesthesia the fiber could not be connected to the laser console. The case was aborted. No patient injury reported.